Event description:
This is an ongoing pain that I have had since 2018. (B)(6) in (B)(6) was the place of preference where I had gotten my boob job. Dr (B)(6) was my doctor who did the surgery. Unbeknownst to me he has two deaths under his belt and after finding this information out all had made sense. I have called this practice trying to complain about my immense discomfort and pain and how these implants have drastically changed my life. I have lost sleep, I am always fatigued, I have pain constantly. I can't run I can't do anything I can't enjoy my life. I am a prisoner in my body. Fast forward to (B)(6) 2020. I woke up in the morning and had severe pain in my chest my arms and back. I couldn't hug my son nor put my shirt on. I reached out to the emergency hotline and I was treated as though I didn't have an emergency. I was screaming crying in pain while talking to this woman and all she said was that I should go to the hospital and told me that the doctor will not be able to talk to me until 9 am that morning. I went to the hospital which was very difficult for me to do because I had to drive there in pain my arm was numb and I could hardly get there. My boyfriend had to meet me there and also pick my children up from school. I was at the hospital for approximately five hours they did an x-ray on me and advised me to contact the process serving who had to do surgery on me. They diagnosed it as breast pain but I was in a great amount of pain I left there and even more pain than when I've arrived. I know for a fact that my breast implants are causing my life to be altered I cannot sleep at night I cannot hardly breathe I have a lot of pressure on my chest I have pain every single day my arms go numb everything all night I have discomfort all over my body I have a small rash on my right upper thigh which I cannot explain, and I do not know where it came from, but I am assuming that it is from the situation in regard to my implants. I also know that there is a bigger scale and I know for a fact that on the baker scale for the capsules I am a number for his pain has been constant for at least two years and it has not gone away I am at the point where I know that my implants are causing me to be sick and I'm afraid for my life and I do not care to help me when I requested to get my operating room records, they told me there's nothing they can do for me because I needed to pay (B)(6) which I refused to pay them another penny because I am not going to give them any more money as they are trying to siphon money out of me just to help me, I'm afraid for my life I do believe I will die if nothing happens and they told me to contact the lawyers office because I told him I am going to sue them and they told me they will not want to have a discussion with me about my operating room records if I need to do anything I need to contact the lawyers office all they did was give me an email they did not give me a number or name please help me. This is life or death. This doctor and his practice does not care about his patients. I know I have something happening to me and I am afraid for my life I cannot afford to get these implants out and I know they need to come out my life is forever altered. I do not remember the people or the company that made the implants, I do not remember the name of the company but however I am talking about the surgeon as well. FDA safety report ID # (B)(4).